Manufacturer narrative:
--

Event description:
The clinic was contacted and had no information, other than a documented device check from (B)(6) 2016, which was normal.

Manufacturer narrative:
Additional information was requested of the field, however no further information has become available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific medical records received a call from the patient's husband reporting that she passed away due to a faulty device. No further information was provided. An online obituary noted the patient died at home. The local field representative was contacted for additional information, however no further information has been provided.